Event description:
The ICD involved in this MDR report was implanted on (B)(6) 2007. Ventricular defibrillation lead - st jude medical riata 1581 - implanted in (B)(6) 2003 was kept in place. First lead tests showed normal results (pacing, sensing, and continuity). First induction procedure: manual charge and shock was triggered, but the ICD failed to deliver the shock (no energy delivered, overload message displayed). External shock was required. The sales representative advised the physician that a lead issue was probable. Second induction procedure: svc defibrillation coil was disabled but the same behavior was observed (no energy delivered, overload message displayed). Spontaneous cardioversion was observed. A competitor's ICD (guidant) was then connected to the defibrillation lead, confirming abnormal shock impedance results. The ovatio was reconnected to the lead: again continuity tests were abnormal (open continuity on right ventricular defibrillation coil). Patient was left with both ovatio ICD and lead in situ. Prolonged procedure / sedation.

Manufacturer narrative:
(B)(4): this event concerns a device that was manufactured and used outside the united states. Method: analysis of electronic data and files received. In response to the warning letter that the united states food and drug administration issued to ela medical (dated 11/06/2009), ela is filing this MDR at this time. The origin of this defect could be: rv coil conductor failure, fracture; bad connection of df-1(-) rv connector; connector failure; loosen setscrew. Such continuity failure did not lead to any inappropriate therapies, but could prevent therapies to be delivered properly. Therefore, we recommend scheduling a re-intervention in order to replace this lead.